Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Company rep.

Event description:
Per sales rep, there was a bipolar implant. Surgeon went in and took out the stem and cup. He replaced it with a restoration modular stem and tritanium cup.